Event description:
It was reported that the procedure was to treat a 100% stenosed distal left anterior descending (lad) artery. A fielder xt guide wire was advanced to the distal lad; however, the guide wire caused a perforation. An nc trek was advanced to the lesion and inflated. The bleeding continued so a 3.0 x 12 mm graftmaster was used successfully to seal the perforation. The procedure was completed at this time. There was no clinically significant delay int he procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all relevant information. The device is manufactured by asahi intecc. Co. (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). The analysis was performed by (B)(4): device investigation could not be performed since the device was not returned for our investigation. From the provided information, the cause of the perforation could not be identified. Warning section of instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise, the guide wire may be damaged and/or vessel trauma may occur. Do not push the guide wire more than necessary to advance the tip through the narrowed part of the vessel. After crossing the targeted area, do not roughly twist, push or pull the guide wire. If the guide wire is moved excessively, it may be damaged or break apart.